Event description:
Emergency admission due to vomiting, dehydration and total food intolerance on (B)(6) 2025. Discharged from hospital on the night of (B)(6) 2025. Patient with frequent and large-volume nausea and vomiting after ingesting water and food, presenting significant weakness due to being unable to eat, abdominal x-ray with the presence of a hyperinflated balloon, performed eda (B)(6) 2025: intact balloon, hyperinflated and impacted in the distal body, deinsulfation was performed and it was removed orally with the aid of a foreign body forceps. The impaction of the balloon generated significant liquid stasis in the cavity in addition to erosions in the esophagus secondary to reflux of contents. No signs of ischemia and cavity ulcers were seen.

Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. The risk is specified in risk management and device labelling was update with the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.

Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. The risk is specified in risk management and device labelling was update with the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.

Event description:
Emergency admission due to vomiting, dehydration and total food intolerance on (B)(6) 2025. Discharged from hospital on the night of (B)(6) 2025. Patient with frequent and large-volume nausea and vomiting after ingesting water and food, presenting significant weakness due to being unable to eat, abdominal x-ray with the presence of a hyperinflated balloon, performed eda (B)(6) 2025: intact balloon, hyperinflated and impacted in the distal body, deinsulfation was performed and it was removed orally with the aid of a foreign body forceps. The impaction of the balloon generated significant liquid stasis in the cavity in addition to erosions in the esophagus secondary to reflux of contents. No signs of ischemia and cavity ulcers were seen.